Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000193, ubd: unknown, UDI#: unknown, f1908: delay of less than one hour f26: no patient impact g2: this event occurred in japan, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the foot switch could not be used. The operation was completed without problems by using a hand switch. This resulted in a surgical delay of less than one hour. There was no impact on patient outcome.